Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 498mg/dl while wearing the pod between 37 and 48 hours. The patient was treated with an intravenous therapy. The patient was released after 2 hours. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.